Event description:
It was reported that the autoplex was being used in a kyphoplasty when the top of the mixer broke off and flew across the room, resulting in cement being leaked from the top of the device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, the claimed condition was confirmed. The lid was found broken, and cement overflowed through the top of the mixing chamber. Only a small amount of cement was transferred to the cement injector. Upon disassembly, the gears and other internal components were found properly assembled. At this time, a definite root cause could not be determined. Based on the returned unit evaluation, and manufacturer risk documentation, probable root causes for subject condition can be related, but not limited to: locking tabs on cap not strong enough and break (i.e. Material strength/brittleness). Lid was not properly locked on the mixing chamber or the o-ring was caught when locking the lid. (User related) force exerted on lid due to cement pressure causes the part to break. User allows excessive time lapse between monomer pour and mix activation, causing the cement to get too doughty. The manufacturer's instructions for use manual states that the user must start the mixer 15 seconds or less after adding the monomer and cement in the chamber, because failure to comply with this instruction can cause cement to harden prematurely and affect the operation of the device. The device was scrapped by the manufacturer when the evaluation was completed.

Event description:
It was reported that the autoplex was being used in a kyphoplasty when the top of the mixer broke off and flew across the room, resulting in cement being leaked from the top of the device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation is complete.